Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty in the common femoral vein the pta balloon allegedly ruptured below rated burst pressure. It was further reported that there was difficulty retracting the balloon through the sheath. The balloon and sheath were removed together as one unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty in the common femoral vein the pta balloon allegedly ruptured below rated burst pressure. It was further reported that there was difficulty retracting the balloon through the sheath. The balloon and sheath were removed together as one unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon stuck in the user's introducer sheath. The balloon material was bunched at the sheath tip and the sheath tip was flared. Additionally, a circumferential break was noted in the catheter shaft. Therefore, based on the flared sheath tip and break in the catheter shaft the investigation is confirmed for the reported retraction issues. However, as the device was unable to be functionally tested and as the device was unable to be removed from the sheath, the investigation is inconclusive for the reported balloon rupture. It is possible that a rupture could have resulted in the retraction issues through the sheath. It is likely that the retraction issues through the sheath resulted in the identified break in the shaft. However, the definitive root cause for the reported rupture or identified retraction issues and break could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.